Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and a adapter. Visual and functional evaluation noted no abnormalities in the adapter. Visual inspection of the handle noted that the paint on the buttons was worn off. Functional evaluation of the handle noted no abnormalities. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Replication of the damaged paint on the buttons may occur due to improper cleaning of the device. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats procedure, the stapler fired half way then turned off. The staple line was incomplete. A new battery was inserted and then it worked to open and remove the reload. A second reload fired properly and on the third reload it fired half way and stopped again. This time it would not start back up even with a new battery. The stapler was removed and another stapler was opened and worked properly. Current patient status 100%. No reinforcement material was used. Another stapler opened was opened to complete the procedure.